Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow button was under and over responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: the pump powered with returned battery cap secured to the pump. The keypad rubber was intact with no peeling or tearing. All keys responded properly. The keypad cover was removed revealing no contamination under key contacts. There was no evidence of damage, defect or contamination of the pump's interior components. Investigation did not duplicate the complaint.